Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump alarmed power error and pump error. Customer's blood glucose was 90 mg/dl at the time of incident. Troubleshooting advised customer to wait until the notification light stops blinking, remove the battery and insert a new battery. Customer was also advised to monitor the pump.

Manufacturer narrative:
Insulin pump received was not stuck in the manufacturing mode. Unit power up properly after battery installation. Unit was received with operating currents within specification. Unit passed self-test, rewind, seating, basic occlusion test, occlusion test, force sensor test, and displacement test. Power management tool confirms the unloaded voltage(ul vlith) loaded voltage (loaded vlith) are within specifications. However, pump error found at the long trace history file. Unit had intermittent non-sleep anomaly software error. Unit was received with minor scratches on case, cracked select button keypad overlay, and minor scratches on lcd window.